Event description:
Pt underwent arterior cervical discetomy with fusion and plating of c5-6 and c6-7 for herniated cervical disc in 2005. Return to the or nine mos later, for removal of screw and anterior plate. Screw from the anterior constuct and was lying in the soft tissue.